Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17557. It was reported the pt stopped using stimulation approx 1 month ago due to ineffective and painful stimulation. The pt found the stimulation issue had not improved upon attempting to resume therapy. Reprogramming was to be attempted at a later date to resolve the issue; however, f/u identified the pt has been scheduled for a system explant.